Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 09/27/2014 with the following findings: the black box data begins with (B)(6) 2014; due to continuous pump use, the black box data and histories for the event date (B)(6) 2013 have been overwritten and are unavailable for review. A review of the available pump histories did not find any errors, alarms, or warnings associated with the complaint. A review of the available total daily dose history indicated that insulin delivery totals correctly reflected programmed values. The pump successfully completed a rewind, load, and prime sequence. The pump was exercised for 24 hours with no issues occurring. The pump passed delivery accuracy testing and was found to be delivering within required specifications. Unrelated to the complaint, investigation revealed that the force sensor was out of calibration, and the battery compartment was cracked. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2013, the patient contacted animas alleging intermittent low blood glucose (bg) for the past 8 months, and stated that approximately one month ago she had a low bg of 33mg/dl and was confused, and ended up in a car accident. The patient stated that emergency services were contacted, and she was treated with IV fluid. The patient stated she was not admitted to the hospital. A review of the pump history shows basal programming is correct and the time is set correctly. The patient noted that the date was off by a day, and stated she changed batteries frequently and may have mistakenly entered the wrong date after a battery change. The patient reportedly does not use advanced bolus features. The patient stated that she decreased her basal rate on (B)(6) 2013, and there were three instances noted in the pump history of the patient suspending the pump. The patient reportedly takes thyroid medication, cholesterol medication, and medication for her back due to surgery. The patient denied taking any steroids. Troubleshooting did not indicate any issues with the pump. The patient was advised to contact her healthcare provider. This complaint is being reported due to the allegation that the patient experienced severe hypoglycemia requiring medical intervention while on insulin pump therapy.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.